Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device had no power while they were out. As a result, the patient was sent to the hospital. A replacement device was sent to the patient. Patient stated that their device is working fine and have no issues.